Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-10272. The pt received an scs system which included 2 leads from different lots. It was reported the pt was no longer receiving effective coverage. Diagnostic testing identified invalid impedances. Reprogramming was able to provide coverage in the pt's right leg; however, coverage was unable to be obtained in the left leg. The pt was refered to a neurosurgeon to discuss replacing the percutaneous leads with a surgical paddle lead. Surgical intervention may be undertaken at a later date to resolve the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.